Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was to treat a proximal popliteal artery. A non-abbott stent had previously been implanted in the femoral popliteal artery. A supera 5.0 x 120 mm stent was implanted in the femoral artery. Pre-dilatation was performed in the popliteal artery with a 5.0 x 40 mm unknown balloon catheter. A 4.0 x 40 mm supera was advanced to the popliteal and deployed. The sheath was removed and angiography revealed there was no stent in the popliteal artery. The stent was located against the previously implanted non-abbott stent and the 5.0 x 120 mm supera that had been implanted. The surgeon attempted to surgically remove the stent with a surgical access without success. An unknown balloon catheter was used to reposition the 4.0 x 40 mm supera inside the 5.0 x 120 mm supera and a 5.0 x 40 non abbott balloon was used to deploy the 4.0 x 40 stent. Angiography revealed good arterial flow. During removal of the sheath there was resistance at the 6f introducer sheath and the physician stated that when the removal procedure was performed the white tip may have caught the stent and pulled it into the previously placed stents. There was a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to remove and stent migration could not be confirmed as the stent was not returned and the resistance was based on procedural circumstances. Based on the reported information and returned device analysis, there is no indication of a product deficiency. A review of the job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review revealed no other incidents reported for this lot. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.